Manufacturer narrative:
Problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opc, packaged device was used during a urethroplasty procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle tip of the monodek suture broke off inside the patient and was not retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.